Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding, customer¿s passing at hospital on (B)(6) 2014 and was treated for increased high blood glucose and a1c value from the attorney of the family. The information received on (B)(6) 2022 stated the following - reporter alleges: in 2014 the customer began using a medtronic insulin pump. The customer blood glucose value was unknown during time of event. The insulin pump will not be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.